Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that shortly after the customer initiated a crrt through the hls circuit a ¿p-art disconnected¿ message occurred. No other alarms were displayed. The customer removed the hls cable and placed it back on the hls set, which did not resolve the error message. The patient remains on the hls set. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
On 2024-03-15 the information was received that the failure was resolved by the customer. The production records of the affected product were reviewed on 2024-03-19. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that shortly after the customer initiated a crrt through the hls circuit a ¿p-art disconnected¿ message occurred. No other alarms were displayed. The customer removed the hls cable and placed it back on the hls set, which did not resolve the error message. There was no pump stop as the intervention was not set by the customer. The patient remains on the hls set. The failure occurred during treatment. On 2024-03-15 the information was received that the failure was resolved by the customer. The exact root cause remains unknown. The affected product is not available for technical investigation as the product was discarded by the customer. However, according to the hls set risk assessment following root cause can lead to the reported failure: wrong pressure measurement due to malfunction of the pressure sensor. The user did not perceive or recognize how to plug the integrated sensor cable to the hls module. Integrated sensor cable is not connected properly. Referring to the instruction for use ( hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2024-03-19. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "p-art disconnected error message" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : device already discarded by customer.